Manufacturer narrative:
Initial and final MDR (B)(4).- MDR 3003442380-2024-34959 - device 1 of 2

Event description:
Reference number (B)(4). Event occurred in the united staes. This MDR is being submitted for an unknown number of devices in which the issue was experienced. It was reported that patient faced infusion set cannula kinked event on 01-jan-2024. The event occurred within three hours of insertion. The insertion site was abdomen, upper thigh. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi). Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01: MDR (B)(4): MDR 3003442380-2024-34959. Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6006182 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found kinked upon removal from infusion site complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: visual test according to wi version 3 on reference samples, 10/10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging: the lot 6006182 was packaging according to the wi version 27, in the line inset 30, on 05/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 28-may-2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6006182 and no other complaint has been registered in database for the same lot 6006182 and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to soft cannula issue, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.